Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2010-01465 addresses the other device. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and a leveen needle electrode were used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6), 2010 . According to the complainant, after turning on the console, an error (h07) message occurred. The account was unable to clear the message. The procedure was completed with another manufacturer's device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Patient identifier, age/date of birth, gender, and weight are unknown. However, patient over 18 years old. The device has not been received for analysis; therefore, the root cause of the reported issue could not be determined. (B)(4).

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2010-01465 addresses the other device. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and a leveen needle electrode were used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6), 2010 . According to the complainant, after turning on the console, an error (h07) message occurred. The account was unable to clear the message. The procedure was completed with another manufacturer's device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The generator error (h07) was confirmed and attributed to bad components (u2, u3 and u4) on the rf board. Additionally, the cpu board was replaced due to ongoing intermittent failures during the burn in test. Following replacement of the cpu board as well as u2, u3, and u4 on rf board; the device passed all performance criteria of its final test procedure. The condition of the returned incident device was consistent with the complaint that a generator error (h07) occurred. The evaluation found that the cpu board was the root cause of the error. The generator was over ten years old and had not been previously returned for service. Therefore, the most probable root cause is wear and tear. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified serial number. (B)(4).